Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Cholecystectomy - "the surgeon dr. Stein wanted to close a vessel (arteria cystica/ductus cysticus) with the 10mm clipapplier. Dr. Stein released the clipapplier, the branches closed but the clip was not closed. The clip remained like before (open). He tried to close the clip and it fell off the branches into the abdomen. This procedure happens 3-4 times." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit and images were returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and closed properly. The root cause remains unknown as engineering was unable to replicate the customer's experience of incomplete clip closure; however, it is known that incomplete clip closure may occur when a clip is applied over thick or dense tissue. In addition, improper clip loading may occur if pressure is applied to the jaws of the clip applier during clip loading. On march 18, 2016 applied medical issued a voluntary recall of the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application. Although malformed clips are typically readily apparent to the user, this failure mode may lead to unoccluded vessels. We regret this disruption in supply, yet believe that this is in the best interest of our customers. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.